Manufacturer narrative:
Initial reporter name and address zip code: (B)(6). Health effect impact code: f2203- imaging required. F2201- biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema, seroma-late, granuloma and anxiety.

Event description:
Healthcare professional reported left-side device exchange from textured to smooth. Later, healthcare professional reported left side "foreign material is seen within granulomatous inflammation", "large seroma present at the time of surgery on left side", "sudden swelling", and "complete rupture" which is not device related. Device has been explanted and replaced.

Event description:
Healthcare professional reported left-side device exchange from textured to smooth. Later, healthcare professional reported left side "foreign material is seen within granulomatous inflammation", "large seroma present at the time of surgery on left side", "sudden swelling", and "complete rupture" which is not device related. Device has been explanted and replaced.